Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm during bolus. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the buttons were not responsive and stuck. The customer stated that they were working under the rain and the insulin pump was exposed to rain. The customer stated that the insulin pump was alarming at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.